Event description:
It was reported that the right atrial lead exhibited low impedance due to lead dislodgement. The lead was explanted and replaced during a routine generator change.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.